Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The hyperform device found ruptured. This condition was not reported at time of the event. The hyperform occlusion balloon catheter and guidewire were returned for analysis. The guidewire was found protruding from within the hyperform occlusion balloon catheter hub. No damages were found with the hyperform occlusion balloon catheter hub. The hyperform occlusion balloon catheter body was found to be damaged from the hub. In addition, the hyperform occlusion balloon catheter body was found flattened and damaged from distal tip. The hyperform occlusion balloon catheter the distal tip appeared to be damaged (deformed) and ruptured. The hyperform occlusion balloon catheter was flushed, water exited from the distal tip. No other anomalies were observed. Based on the reported information and returned device analysis; we were unable to determined the cause of the event. It is possible that returned damage occurred due to reported resistance. However, the cause for the resistance could not be determined. Resistance can occur due to insufficient guidewire hydration, insufficient catheter flush, or use of a higher contrast-saline ratio than indicated in the IFU. It is possible the damaged guidewire contributed to the event; however, the cause for the damages could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that it was not possible to push the hyperform due to blood in the balloon catheter. No additional information was provided at the time of the report. This event occurred during an aneurysm remodeling coiling procedure. The vessel anatomy was normal in tortuosity. No resistance was felt. Blood was in the distal section of the catheter. A new balloon was used to treat the patient. The balloon was flushed, and the guidewire was hydrated as indicated in the instructions for use (IFU). The guidewire resistance was felt in the distal section. There were no kinks or damage to the guidewire or catheter. No patient injury occurred. Evaluation of the returned device found that the hyperform occlusion balloon catheter the distal tip appeared to be damaged (deformed) and ruptured.